Manufacturer narrative:
Date of this report: 16jul2019. Date rec'd by MFR: 20jun2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit had a blank display. The fse replaced the power management board and the issue was resolved. The unit passed all performance verification testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 28 aug 2019. The power management (pm) board was returned to the manufacturer for failure analysis. The pm board revealed no signs of damage or contamination. During testing, it was determined that the q21 pin 2 source, pin 3 drain and pin 1 gate internal shorted created the screen to be dim and not visible submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the touchscreen failed. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.